Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did both reloads being returned have the same issue (ecr45m and ecr45w)? Yes if no, please explain. Was the staple line(s) initially dry and then started bleeding during subsequent dissection of the pulmonary vessels? No, it bled right away. Was there any other issue noted with staple lines other than bleeding (malformed staples, incomplete staple line, etc.)? No. How much blood was lost (ml)? N/a. Did the patient require a transfusion? No. How long was the procedure prolonged? 3-5 minutes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one ec45a device was returned in good visual condition and with two cartridge reloads present. Cartridge ecr45m, k5ef3h was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge ecr45w, l52n34 was received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a pulmonary lobectomy procedure, while the pulmonary vessels were being dissected, the suture bled requiring the use of hemostatics. The procedure was prolonged for an unknown amount of time. The procedure was completed dabbing and using hemostatics.